Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during pars plana vitrectomy procedure, forceps piece was detached from the handle. Physician searched the intraocular portion of the eye but, they were unable to find the forceps. No patient harm was not reported.

Manufacturer narrative:
The investigation is completed. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample received with outer blister, cover foil showing the lot information but without inner blister. The sample shows macroscopic signs of damage. The shaft is bent. The sample shows signs of surgery residues and is returned in a closed status. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The sample was visually inspected. The customer's complaint that a piece of the forceps broke off cannot be confirmed. But the investigation shows that the shaft of the device is bent. As the blister was opened by the customer, he handled the product. The point in time when the malfunction occurred, can no longer be determent. The customers complaint is not confirmed, but the investigation has shown that a malfunction according to the bent device is confirmed. It cannot be determined how or where the damage to the sample occurred; therefore a root cause for the customers reported event could not be determined. However, the damage was consistent with damage that can occur due to improper handling. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).